Event description:
Patient with aortic stenosis diagnosed by cardiac cath. The patient had replacement of aortic valve, which involved opening the chest three times. The intra-aortic balloon pump was placed between the second and third openings. The aorta did tear due to multiple cannulations. A graft was placed. The intra-aortic balloon pump functioned in the operating room. When the patient returned to ICU, there was a message on the pump to check the intra-aortic balloon pump catheter. Troubleshooting could not resolve the problem. The operator was unable to pull the catheter through the sheath. The balloon was discontinued completely.